Manufacturer narrative:
Although the investigation is still in progress, testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1008951 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing batch records and quality control release testing for kit part number 190-000/ lot 10018951 and test base part number 190-430/ lot 1008951 were reviewed. This lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1008951 showed that the complaint rate is (B)(4). A supplemental report will be submitted after completion. Please see related MFR reports: 1221359-2021-00279 ,1221359-2021-00285, and 1221359-2021-00286.

Event description:
The customer reported seventeen false negative results with the ID now covid-19 assay. The customer provided specific patient information for only seven of these false negatives. Therefore, a total of eight reports will be submitted, including one report for the remaining ten false negatives. This report represents report six of eight. The customer reported a negative result on a kitted nasal swab of both nostrils with the ID now covid-19 assay performed on (B)(6) 2021 at 11:33pm. Pcr confirmation testing performed on (B)(6) 2021 at 4:18pm with a nasopharyngeal sample generated positive results with the biofire rp2.1. The patient was reported as symptomatic. No additional information, including treatment or outcome was provided. The customer confirmed there was no death or serious injury and treatment was not impacted/delayed. The ID now covid-19 product insert indicates that negative results should be treated as presumptive and tested with an alternative FDA authorized molecular assay, if necessary for clinical management, including infection control. The pi states negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information. Additionally, the ID now covid-19 product insert includes a limitation that false negative results may occur if a specimen is improperly collected, transported or handled. False negative results may also occur if amplification inhibitors are present in the specimen or if inadequate levels of viruses are present in the specimen. Due to the risk of a false negative result potentially leading to no or delayed treatment, this event shall be considered reportable.

Manufacturer narrative:
Additional information: report 6 of 9. Please see related MFR report #s: 1221359-2021-00279 - 1221359-2021-00286 & 1221359-2021-00864 (9). Upon investigation completion and logfile review, it was determined that lot 1007882 was also involved in the event. Although requested clarifying details have not been provided. Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue; however it could possibly be related to the specific patient samples.